Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). The patient requested assistance and a callback regarding interstim program. She indicated they put new batteries in it and received error code por call doctor. There were no further symptoms or complications reported or anticipate.